Event description:
A nurse reported that during surgery, injector misfired noted while lens being inserted and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Correction: on initial MDR, the product code should be a2201 instead of a140504. Additional information has been provided in h.3., and h.11. Correction information provided in h.6. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).